Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other applicable components are: product ID: 3057, lot# unknown, product type: screening device.

Event description:
Information was received from a basic evaluation trial patient via a manufacturer representative (rep). The patient reported that they had a dull ache in their back by their incision area. The rep reported that they had the patient turn the stimulation down to 0.0 but the ache was still there a little bit so the patient¿s stimulation was moved to 1.0 where it was felt comfortably. The patient was advised to speak with their healthcare professional (hcp). Additional information was received from a rep on 2017-mar-08. It was reported that the dull ache was still there after all of the troubleshooting. Additional information was received from the patient on 2017-mar-07. The patient reported a possible lead migration. The patient was originally on the right lead and at the time of report only had an option for the left lead. It was indicated that at the time of report the issue was not resolved and the patient status was noted to be alive, no injury. No further complications were reported or were expected.